Event description:
The following article was received based on a literature review: article: improvement of positive dysphotopsia with multifocal intraocular lenses by hormone replacement therapy a case report was done to report a case of positive dysphotopsia (pd) after the insertion of a multifocal intraocular lens (iol), which worsened with the discontinuation of hormone replacement therapy (hrt). A 66-year-old woman underwent bilateral cataract surgery and multifocal iol implantation of dfr00v (johnson & johnson vision). At post-op, the patient experienced mild pd symptoms in the left eye. At 6 months post-op, the patient experienced worsening of pd upon discontinuation of estradiol patch (hormone replacement therapy). It was also reported that a decrease in contrast sensitivity was observed in the right eye. When the patch was resumed, the pd symptoms improved. A copy of the article is attached to this report.

Manufacturer narrative:
Sections a4 and a5: information unknown/not provided. Section b3 - date of event: unknown/not provided. Article acceptance date is august 17th, 2023. Section d4 - catalog number: unknown, as product serial number was not provided. Section d4 - serial number: unknown/not provided section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI number: unknown, as product serial number was not provided. Section d6a - implant date: unknown/not provided. Section d6b - explant date: n/a, device remains implanted. Section h3: the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. As the serial number is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Citation:komatsu, koji md; masuda, yoichiro md, phd; hayashi, takaaki md, phd; nakano, tadashi md, phd. Improvement of positive dysphotopsia with multifocal intraocular lenses by hormone replacement therapy. Jcrs online case reports 11(4):p e00105, october 2023. / doi: 10.1097/j.jcro.0000000000000105. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.